Event description:
Foreign distributor contacted dexcom technical support on (B)(6)2014 on patient's behalf and claimed that on (B)(6) 2014 the patient experienced a hardware failure. The foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).